Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: purchasing coordinator. G4 ¿ PMA/510(k) #: exempt. H6 - health effect - clinical code - e2402 appropriate term / code not available - "decompensation." This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a furhman pleural/pneumopericardial drainage set did not function as intended. The drainage set was used for an unknown patient with a pneumothorax. The patient decompensated. Therefore, a syringe was attached to the chest tube to pull air off of the patient. No other adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable. Another incident reported from same facility for a different patient reported under patient identifier (B)(6).

Manufacturer narrative:
Additional information: b3, b5, d9, h3 - device not returned to manufacturer; concomitant product. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 16apr2025. On 05mar2025, the unknown patient required more oxygen. The medical team assessed that there was increased air accumulation; therefore, the chest tube was disconnected from the atrium and suction and air evacuated with a syringe. The chest tube was not replaced. Another manufacturer's collection chamber was connected to continuous suction on wall at 80 and the chamber was set at -20. The chest tube was in place from (B)(6), for 24-48 hours. The device was secured with tegaderm and steri-strips. The device was not saved for evaluation.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a fuhrman pleural/pneumopericardial drainage set did not function as intended. On (B)(6) 2025, the drainage set was placed in an unknown patient to treat a pneumothorax. The tube was secured with wound closure strips and a transparent adhesive dressing. Another manufacturer's collection chamber was connected to the chest tube. The chamber was set at -20 and attached to continuous wall suction at 80. On (B)(6) 2025, the patient decompensated and required more oxygen. Medical assessment determined there was increased air accumulation; therefore, the chest tube was disconnected from the collection chamber and suction. Then air evacuated from the chest with a syringe was performed. The chest tube was not replaced. No other adverse events were reported. Reviews of the documentation, including the complaint history, quality control procedures, device history record (DHR), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the DHR for the reported complaint device lot revealed no recorded non-conformance's relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains steps relevant to this event. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event could not be established. The patient's pre-existing conditions and activity level are not known and could have contributed to this event. However, this cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.